Event description:
The patient received an scs system including an ipg on (B)(6) 2010. It was reported that the recharge time for his ipg has increased and that the patient has to recharge battery for a longer period of time after the battery life indicator shows battery is full. In an effort to resolve this matter, another charging system has been shipped to the patient. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.